Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient alleged headaches, dizziness, eyes nose and throat irritation. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging headaches, dizziness, eyes nose and throat irritation related to a CPAP device's sound abatement foam.there is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.evidence of water ingress on the bottom of the blower and the blower box.slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was observed. In this report, section d9, g3, h3, h6 has been updated or corrected.